Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. No product or data was provided for evaluation. The reported event not be confirmed. A root cause cannot be determined.